Event description:
Physician stated after doing an appendectomy on this pt in 3/2003, the staple line from the endoscopic linear cutter leaked around staples. This resulted in a additional return in 2003.